Event description:
The account alleged the head end of the bed had dropped down and both of the pivot blocks were missing. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.